Manufacturer narrative:
Follow up # 2; date of submission: 1/30/2017. The correct date of evaluation by product analysis is 1/10/2017.

Manufacturer narrative:
Follow-up # 1: date of submission: 1/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/09/2017 with the following findings: during visual inspection of the pump, it was observed that there was evidence of moisture contamination inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump powered up intermittently with the returned battery cap and a test battery cap. There was no physical damage found on the keypad and all the buttons were responsive. The keypad was removed and there was no contamination under the keypad contacts. The keypad flex cable was fully inserted into the keypad flex connector and the connector was latched. The pump case was removed and there was no evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive and moisture was present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.